Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the right ventricular (rv) lead exhibited noise oversensing. No programming changes made and the patient continued to be monitored. The patient was stable throughout.